Event description:
It was reported that partial stent deployment and stent fracture occurred. Vascular access was obtained using a right femoral approach crossing over the left femoral artery. The target lesion was located at the bifurcation of the profunda in a calcified left superficial femoral artery. A non-bsc guide wire was placed. The lesion was not predilated nor prepped due to vessel calcification. A 6x120x120 epic vascular bare metal stent was selected and advanced to treat the target lesion. During use, it was noted that the stent partially deployed and the sheath of the stent was stuck on the delivery shaft. It appeared as if the stent hung up on calcium and not expanded from the delivery shaft, in turn making it impossible to deliver. The stent was then retrieved in multiple pieces using with sheath retrieval. The vessel was prepped with a balloon and the procedure was completed with a new epic stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the epic stent delivery system (sds) was received with no original packaging or other devices. The pull grip was completely extended. The stent was fully expanded. The stent was received in two pieces. The stent was fractured 12-14 rows from the distal end. The stent struts were stretched in the fractured location. The inner shaft was completely separated 4.5cm from the end of the exterior sheath. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There were multiple kinks throughout the inner shaft. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment and stent fracture occurred. Vascular access was obtained using a right femoral approach crossing over the left femoral artery. The target lesion was located at the bifurcation of the profunda in a calcified left superficial femoral artery. A non-bsc guide wire was placed. The lesion was not predilated nor prepped due to vessel calcification. A 6x120x120 epic vascular bare metal stent was selected and advanced to treat the target lesion. During use, it was noted that the stent partially deployed and the sheath of the stent was stuck on the delivery shaft. It appeared as if the stent hung up on calcium and not expanded from the delivery shaft, in turn making it impossible to deliver. The stent was then retrieved in multiple pieces using with sheath retrieval. The vessel was prepped with a balloon and the procedure was completed with a new epic stent. No patient complications were reported and the patient's status was fine.